Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and cystoscopy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and cystoscopy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflammation on right of the pelvic") and pelvic pain ("pain: pelvic area") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression and chronic cervicitis. Previously administered products included for nausea: zofran. Concurrent conditions included obesity (bmi: 39.134). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for pelvic pain female as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced perinatal depression ("postpartum depression"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (acetaminophen) and surgery (laparoscopic-assisted vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, menorrhagia, perinatal depression, nausea, weight increased and fatigue outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered fatigue, menorrhagia, nausea, pelvic pain, perinatal depression, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. In (B)(6) 2015, surgical pathology report: per uterine adhesions proliferative endometrium, chronic cervicitis, resected right and left fallopian tube. Excessive or frequent menstruation. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic inflammatory disease, nausea, postpartum depression was added." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: this case is medically confirmed. Reporter information was added. This case concerns 18 year old patient. Her demographic was updated. Her historical medication/condition and concurrent conditions were added. Lab data was added. Essure removal date was added. Essure indication was amended. Her concomitant/treatment medication was added. Per medical record event: inflammation on right of the pelvic was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), postpartum depression, nausea, weight gain and fatigue were added. She had recovered from pelvic pain and abnormal vaginal bleeding. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.